Event description:
It was reported that this pacemaker and communicator was in a valid radio frequency (rf) overuse condition. Boston scientific technical services informed rf overuse due to frequent alerts and low rf interference. Additionally, there was an alert in latitude indicating an automatic safety switch from bipolar to unipolar due to one right ventricular (rv) pace impedance measurement, measuring greater than 2003 ohms. Data was reviewed and boston scientific technical services indicated that the overuse was caused by the high number of alerts generated by the implanted device. Technical services suggested that the healthcare professional consider modifying the alert settings to avoid the transmission of a high number of alerts, if the patients condition does not allow the healthcare professional to do this, they need to keep in mind that the life expectancy of the implanted devices battery will be reduced. No adverse patient effects were reported and the device remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker and communicator was in a valid radio frequency (rf) overuse condition. Boston scientific technical services informed rf overuse due to frequent alerts and low rf interference. Additionally, there was an alert in latitude indicating an automatic safety switch from bipolar to unipolar due to one right ventricular (rv) pace impedance measurement, measuring greater than 2003 ohms. Data was reviewed and boston scientific technical services indicated that the overuse was caused by the high number of alerts generated by the implanted device. Technical services suggested that the healthcare professional consider modifying the alert settings to avoid the transmission of a high number of alerts, if the patients condition does not allow the healthcare professional to do this, they need to keep in mind that the life expectancy of the implanted devices battery will be reduced. No adverse patient effects were reported and the device remains in-service.